Manufacturer narrative:
(B)(6). Visual inspection confirmed the reported complaint. The blade was found to be bent at a 45 degree angle at the midpoint of the shaft. The mostly likely root cause of the damage is excessive lateral load occurring during use. A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the tip of the blade broke during use. It was stated the broken tip snapped but did not break off and was retained on the proximal end of the blade. No fragments fell into the surgical site. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported.